Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed complications during implant of the leadless implantable pulse generator (ipg). The complications started when gaining access to the patient's femoral vein. The ipg was tested in several positions without obtaining capture at maximum output which the physician attributed to the patient's disease state. During the procedure the patient experienced asystole, multiple arryhthmias and loss of pressure. The patient coded and required more than two hours of cardiopulmonary resuscitation and forty external shocks. The patient was restabilizied during the procedure and the leadless ipg was placed and functioning normally. However four hours later the patient passed away.